Event description:
It was reported that a caucasian female patient underwent a breast augmentation primary with unspecified mentor saline breast implants and experienced bilateral rippling post-operatively. As a result, the patient underwent removal and replacement with mentor gel breast implants (serial numbers (B)(4)) on (B)(6) 2009. This report is for the second of two devices.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rippling. Manufacturer¿s reference number: (B)(4).